Event description:
Caller updated time, personal profile, or biq/ciq settings, including sleep schedules, and cts assisted with updating pump time. There was no adverse impact to the customer¿s blood glucose level. Caller did not know the cause of incorrect time, and a time discrepancy greater than five minutes was noted. Cts advised caller to monitor and follow up if the discrepancy recurs, which the caller understood and acknowledged.